Manufacturer narrative:
The referenced reports of previous pump exchanges were covered under medwatch MFR report # 0002916596-2012-00250 and medwatch MFR report # 0002916596-2014-01281. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 8 months.  The device is expected to be returned for evaluation. It has not yet been received. Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted for suspected device thrombosis. The patient received a pump exchange on (B)(6) 2017. The patient has had previous device exchanges for pump thrombosis. Additional information was requested, but not provided.

Manufacturer narrative:
Device evaluation: the evaluation of the returned device confirmed the report of suspected device thrombosis. Upon disassembly of the device, a thrombus formation was observed partially occluding one of the rotor vanes on the proximal-side of the rotor body. While its origin could not be conclusively determined, the non-laminated structure of the thrombus suggests that it did not originate from this location. A thrombus formation was also found in the outlet stator in contact with the outlet bearing ball and stator blades. The thrombus did not appear to have formed in laminated layers, suggesting that it did not initially develop in the outlet stator. Although the origin of the thrombus formation could not be conclusively determined, its structure and colors appeared similar to the thrombus observed on the rotor, suggesting that it may have initially been a part of the same structure. Both observed thrombus formations revealed areas of denaturation, indicating that they were present while the pump was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formations or a duration of time for which they were present in the device. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.